Manufacturer narrative:
The balloon returned deflated with no blood visible in the balloon and inflation lumen. The balloon passed negative prep. On pressurisation of the delivery system to nominal pressure of 12atm, the balloon inflated with no issues noted. The balloon maintained pressure. No damage evident to remainder of device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a preclinical study (normal rabbit iliac model comparing vascular healing of resolute onyx vs onyx ¿ bms deployed in the iliac and analyzed at 28 days) an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat the iliac artery of a rabbit. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. Excessive force was not used. There were no abnormalities in relation to the anatomy. It was reported that a balloon rupture occurred at 6 atm during stent deployment on the first inflation. The device was not moved or repositioned in the lesion prior to the burst.